Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (window sill). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 153, 138 and 157 mg/dl. The customer's expected fasting blood glucose test result range is 89 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated she stores strips on the window sill. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. Customer stated she has not had any changes to diet or exercise routine. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with the 153, 138, 157, 154, and 149 mg/dl results from the meter.